Manufacturer narrative:
The device will not be returned to the manufacturer for evalution. Device not being returned.

Event description:
It was reported that the blood would not transfer from the cannister to the blood bag. After milking the tubing, pressing the release lever and lifting reinfuser to shoulder level the blood flowed into the bag slowly. This took approximately 40 minutes to transfer. A 400ml of blood was collected and 400ml of blood was reinfused. No blood was discarded. The patient did not require pre-donated or bagged blood.